Event description:
Physician attempted to use a visipro balloon expandable stent with a 80cm 7fr non-medtronic sheath and a non-medtronic embolic protection system/guidewire during treatment of a plaque lesion in the patient¿s right mid common iliac artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was not pre-dilated. The vessel was post-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. Pre-deployment in the patient on way to target site was reported. The thumbscrew/lock-pin was checked for securement prior to procedure. The stent remains in the patient. There were no attempts made to remove the stent. There was no deformation noted to the deployed stent. The delivery system was safely removed from the patient. No vessel damage reported. The procedure was aborted. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.